Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Description of event: the pelvic abscess was identified and assessed using a linear-array echoendoscope (olympus gf-uct240-al5) with doppler ultrasound to select a safe puncture site. A 19-gauge needle (echo-hd-19-a, cook) was used to puncture the abscess cavity and aspirate its contents for microbiological analysis. For small abscesses with minimal fluid, the cavity was flushed with metronidazole solution to facilitate aspiration. Larger abscesses had a 0.035-inch guidewire (mo0556581, boston scientific) inserted, followed by creation of a fistula tract using a cystotome (cst-10, cook). Finally, double-pigtail plastic stents (zss-10-3-rb, cook) were deployed under combined endoscopic and fluoroscopic guidance to ensure effective drainage, with placement and abscess resolution confirmed on follow-up imaging. A significant observation in the study was the absence of major complications and the minimal nature of those that did occur, such as self-limited bleeding and stent migration, which were managed conservatively self limited bleeding due to needle puncture. Yang et al. Conducted a retrospective study to evaluate the safety and efficacy of endoscopic ultrasound (eus)-guided drainage for managing pelvic abscesses of various etiologies. The study, covering cases from 2021 to the present, included patients with abscesses due to appendiceal rupture, rectal cancer surgery-related anastomotic leaks, and crohn's disease. The results showed that eus-guided drainage was technically successful in all cases, with a significant reduction in abscess size (p<0.05). Follow-up imaging revealed reduced abscess sizes in most patients, and no procedure-related complications occurred. Although two patients experienced recurrence months after treatment, none required additional surgical intervention. These findings suggest that eus-guided drainage is a safe and effective option for managing pelvic abscesses, with potential for broader clinical use, especially in crohn¿s disease cases. This file captures off label with aes. Patient outcome: managed conservatively. Patient/event info - notes a total of 10 patients were included in the study, with a mean age of 37.7 years (range: 21¿66). The majority of patients were male (70%, 7/10). Abscesses were located anteriorly in 6 patients and posteriorly in 4 patients.

Manufacturer narrative:
Device evaluation: abnormal use complaints are considered to be beyond any further reasonable means of interface-related risk control by the manufacturer. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required. The device evaluation echo-hd-19-a device of unknown lot and catalog number could not be completed as the device or photographic evidence of the device was not returned for evaluation. This file was created in response to the attached literature paper and relates to self-limiting bleeding. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use and/label: instructions for use (ifu0050) states the following: ¿intended use: ¿¿the device is used to access or sample submucosal and extramural lesions of the gastrointestinal tract, access of the following: the intra- or extra-hepatic bile ducts, pancreatic ducts, cystic duct, gallbladder or for delivery of injectable material into tissues through the accessory channel of an ultrasound endoscope. There is evidence to suggest the customer did not follow the instructions for use (ifu0050). Image review: an image was not returned for evaluation. Root cause analysis: definitive root cause was established. The user has not complied with the requirements of the IFU with respect to the intended use, indications for use or contraindications of the device. It is known from the available information that the needle was used to puncture the abscess cavity in the pelvis. The bleeding which was self-limited was due to the nature of the device. Confirmation of complaint. Complaint is confirmed based on customer and/or rep testimony. Corrective action/ correction. Complaints of this nature will continue to be monitored for similar event. Summary: according to literature paper there was 01 case of self-limited bleeding reported. 01 confirmed quantity of 01 device, confirmed used. Definitive root cause was established. The user has not complied with the requirements of the IFU with respect to the intended use, indications for use or contraindications of the device. It is known from the available information that the needle was used to puncture the abscess cavity in the pelvis. The bleeding which was self-limited was due to the nature of the device.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 04-dec-2025.